Event description:
It was reported that the patient presented at the hospital post-implant procedure. It was noted that the right atrial lead exhibited variation in sensing and increase in capture threshold. No intervention was performed. The patient was in stable condition.